Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6) 2017 the patient underwent a left sided total knee arthroplasty using simplex hv bone cement. It is further alleged that on (B)(6) 2017 he had to undergo a revision surgery due to left knee pain, loose tkr and instability. No more information have been provided.